Event description:
The hospital reported that a patient was connected to a carescape r860 when it was alleged that the patient desaturated. The level of desaturation was not reported. There were no patient sequelae reported.

Manufacturer narrative:
B1 adverse event or product problem updated to add adverse event. B5 event description updated to include allegation of patient desaturation. G3 date received by manufacturer updated to 12/17/25. H1 type of reportable event updated to include serious injury. H6 health effect - clinical code updated to low oxygen saturation h6 health effect - impact code updated to insufficient information. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws.â â legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation during a case. There was no patient injury.